Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that during an evaluation philips noted the device rebooted every time a charge/shock was attempted. There was no patient involvement.